Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured" against left side device. Healthcare professional additional reported bilateral exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Event description:
Patient reported "ruptured" against left side device. Healthcare professional additional reported bilateral exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified one linear opening, flat creases, white particles calcification -like in device outer surface and yellow particles in device outer surface. Leak test and microscopic analysis was performed which identified one sharp opening and nicks other. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one sharp opening in the side posterior assessed as unidentified (tear) opening. -nicks others assessed as non-penetrating nick. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.